Event description:
Device overheated during a tooth extraction procedure and patient received a minor burn injury to their tongue. The injury is reported to have healed normally without any need for additional medical attention.

Event description:
Device overheated during a tooth extraction procedure and patient received a minor burn injury to their tongue. The injury is reported to have healed normally without any need for additional medical attention.